Event description:
A customer reported via phone call indicating that their insulin pump alarmed no delivery. The customer's blood glucose level was 467 mg/dl at the time of the call. The customer stated that they resolved the issue with a set change. The customer did not mention any treatment for the high blood glucose. The customer stated that the cannula was bent. The customer was assisted with reviewing their insertion process. The customer did not return the product back for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.